Manufacturer narrative:
(B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the friend of a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported the patient was in an auto accident and believes it was the reason that their pump is dislodged or malfunctioning. It was stated the patient believed their pump was dislodged or malfunctioning because when they request a bolus the patient doesn't feel the effects of the bolus and the upcoming refill date has been extended out. The patient reported they stopped using the personal therapy manager all together. It was stated since the accident the patient's pain level has risen, and the patient's neck is tight, and the patient also has a fluid filed bump that has returned. The bump is hard to the touch, but not rock hard, and has some play in it like a ball. The bump is sensitive when it's touched and causes the patient pain. The bump is at the catheter incision site. The patient was going to get a magnetic resonance imaging (MRI) scan, but was having trouble finding somewhere to get the scan because a lot of places won't accept a patient with a pump. The purpose of the MRI is to see if there's any damage to the patient's neck due to the tightness they're having and also to see if there is any damage to the pump and the surrounding areas because of all the symptoms. The patient was provided with info about the personal therapy manager and MRI clinics that were familiar with the pump. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8780 serial#(B)(4) implanted: (B)(6)2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-jul-07. It was reported that the patient had multiple sclerosis and was in pain 24/7. The patient had pain in her lower extremities and was sometimes unable to feel her legs and spasms up and down her legs, hips, and arms. Per the patient's husband, after about a month of having the pump the pain was kind of subsiding and the patient was walking a little still, pain level was 4 to 5. On (B)(6)2017 the patient had a car accident and her neck rocked back and forth 3 times. The patient and her husband both believed that the catheter had become dislodged and or the tubing had been kinked. After the car accident the patient's pain level rose to a 8. The patient had stayed at an 8 with no relief. After the accident a bump formed on the patients back. The patient wanted the pump removed.